Event description:
I received notice from philips respironics today, (B)(6) 2021, that my CPAP dreamstation was recalled by the FDA due to unsafe device materials. I have been paying for and using this device since (B)(6) 2021. I had contacted the prescribing physician about the issue and they informed me that the device was safe and not recalled! I registered my CPAP ((B)(4)) with philips.com today. I am very concerned that my respiratory and cardiovascular health has been jeopardized. Please contact me at (B)(6) to discuss this further. Thank you. FDA safety report ID# (B)(4).